Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The patient underwent index left total knee replacement outside of cors scope. Patient underwent left knee revision on (B)(6) 2017 for pain and dysfuction only polyetheline was exchanged. Patient continued with pain and dysfunction, so underwent another revision, with off-label use on (B)(6) 2019.